Event description:
It was reported that the spinal cord stimulation (scs) patient could not charge or communicate with the implantable pulse generator (ipg), received a communication error code and lost therapy after a lead revision procedure reported in manufacturer report number 3006630150-2022-07010. The patient underwent an ipg replacement and was doing well post-operatively.

Manufacturer narrative:
Analysis of the returned ipg revealed that the device passed visual inspection and was able to be fully recharged in one four-hour charge cycle. However, the battery quickly depleted and was unable to hold a charge. The ipg exhibited high sleep current. Electrical testing revealed a low vh resistance measurement, which indicates an electrical short within the application-specific integrated circuit (asic). The asic anomaly resulted in the premature battery depletion. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, or high rf energy. Exposure to electrocautery or plasmablade can cause this type of damage. The reported event was likely due to exposure to high rf energy from a plasmablade that was used near the ipg, thus unintended use error caused or contributed to the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient could not charge or communicate with the implantable pulse generator (ipg), received a communication error code and lost therapy after a lead revision procedure reported in manufacturer report number 3006630150-2022-07010. The patient underwent an ipg replacement and was doing well post-operatively.